Event description:
Consumer complaint of erratic blood results via (B)(6); wife. Expected blood glucose results range from 300 to 500 mg/dl. Customer sought medical attention previously as a result of high blood sugar. Observed symptoms such as feeling light headed, dizziness, and cold sweats. Blood sugar tested at the emergency room and result was over 600mg/dl. Customer's reading using his trueresult meter was much lower. Back to back blood test performed during call after meal ((B)(6) 2015; 01:26pm) with results of 269 mg/dl and 226 mg/dl. Verified storage of test strips is within specification since they are kept in living room. Test strip lot manufacturer's expiration date is 01/28/2017 and open vial date is about two weeks ago. Recall test results performed fasting from meter memory: (B)(6); 1:10pm - 217 mg/dl. (B)(6); 1:08pm - 124 mg/dl. (B)(6); 1:05pm - 243 mg/dl. (B)(6); 12:57pm - 355 mg/dl. (B)(6); 11:40pm - 527 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user misunderstanding of erratic results.